Manufacturer narrative:
Batch review performed on 23 june 2021: lot 186541: (B)(4) items manufactured and released on 22-nov-2018. Expiration date: 2023-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 2 days after primary because post op, after agent inventory, it was recognized that the patient was implanted with a head 32 in a liner 36. The scrub tech, sales agent and surgeon did not notice that during the surgery. Head revised successfully.